Manufacturer narrative:
Device evaluated by MFR.: the nc emerge mr, ous 2.50mm x 15mm stent delivery system was returned for analysis. Visual and tactile analysis of hypotube identified no issues or damages. A visual examination of the balloon identified a longitudinal tear along the main body of the balloon. Microscopic analysis identified a 14mm longitudinal tear on the balloon from the distal to the proximal markerband. No kinks or damages identified on shaft polymer extrusion. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 12may2025. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another 2.5mm x 15mm emerge balloon catheter. No patient complications were reported, and the patient was stable post-procedure. However, returned device analysis revealed a balloon longitudinal tear.